Manufacturer narrative:
Patient information not provided due to japanese patient privacy regulations. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a sacroiliac and thoracolumbar procedure. It was reported that when attaching the clamp ring the screws failed to tighten the position when the product was attached. A different clamp ring was used instead. There was no delay to the procedure. No impact on patient outcome.

Manufacturer narrative:
The clamping ring was returned to the manufacture for evaluation. After visual/physical examination the reported issue was not confirmed the returned clamping ring is in good condition with no apparent physical damage. The ring is per specification. No problem found. If information is provided in the future, a supplemental report will be issued.